Manufacturer narrative:
Product complaint # (B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during revision, the rod break both sides. After checking the sacral alar iliac (sai) screws, it was found that one screw does not hold well in the bone like the other and was replaced, metallose were detected in the area of the replaced screw. Surgical delay and procedure outcome are unknown. There was patient consequence. This complaint involves two (2) device.

Manufacturer narrative:
Product complaint (B)(4). UDI (B)(4). The screw features signs of use such as surface markings and wear to the drive feature of the screw. However, the screw featured no signs of loosening. No postoperative x-rays were provided to confirm the pedicle screw loosening. The loosening cannot be replicated. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause of the poly screw loosening postoperatively cannot be determined from the sample and information provided. A potential root cause cannot be determined since the report of the screw loosening could not be confirmed or replicated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.